Event description:
It was reported that the image on the 9800 system split into two halves, neither image was of diagnostic quality. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.